Event description:
The facility reported an infusion pump with a failure code 810:04. The event was reported to have occurred during pt use. No record of any pt incident involving the pump since the last service event and no pt injury had been reported.